Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and one similar complaint for this lot number was found. The suspect device was returned for evaluation. A visual inspection of the returned device showed minimal signs of use and was received without its original packaging. A slight bend at the distal catheter tip and wire was observed. Functional testing found the motor operated only at higher speeds and not at the low speed setting. Magnified inspection revealed multiple kinks and twists along the length of the catheter, which could cause wire binding during rotation. These findings align with the customer's report of a damaged tip and improper rotation during use. The reported failure was able to be observed, however, the root cause of was unable to be determined due to the product having been used.

Event description:
The customer reported that after completing treatment on the first leg, the catheter tip was found to be damaged, not rotating properly, and leaking sclerosant from the proximal end. The physician replaced the device before treating the second leg to avoid any issues. There was no patient harm or injury reported.